Event description:
It was reported that on or about (B)(6) 2005, a sparc sling was implanted with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the attorney for the plaintiff that as result of the implanted mesh the plaintiff has suffered serious bodily injuries, including, but not limited to, extreme and chronic pain, erosion of her internal bodily tissue, erosion of mesh, dyspareunia, hardening, recurrent incontinence and required additional surgery. It was also alleged that plaintiff has experienced significant mental and physical pain and suffering, has required medical treatment and has sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.